Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2024, wherein the ipg was explanted and replaced with a different model. No further information is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.